Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the stimulation was turned on, the pt experienced a shocking or jolting sensation. The pt turned the device down and was then "fine". Additional info has been requested, a follow-up report will be sent if additional info becomes available.